Event description:
This is the second of two reports involving two different products used on two different patients. Refer to report 3011270181-2015-00007 for the first report. Refer to report 3011270181-2015-00008 for the second report. A report was received from (B)(6) stating the trach care catheter device became lodged in the microcuff endotracheal tube and could not be dislodged. Additional information received 06/29/2015 stated there was narrowing at the weld junction between the endotracheal tube cuff line and the tube. The patient was extubated and reintubated. Additional information has been requested but not yet received.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned by customer.